Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Information received from customer, "the cables failed during use and that the issue that they are failing to transmit data". No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned cable was evaluated. During evaluation it was found that the device drew a large amount of current from the power supply, however there was no light at the sensor. The cable was non-functional. The cable was cut between the ge to mslp interface module and the bic to determine which part was defective. When tested with a known good device the the fault was determined to lie in the ge to mslp interface module.